Event description:
It was reported that this far-field atrial over-sensing was observed from this brady device. Boston scientific technical services was contacted, and the sensitivity was adjusted to resolve the event. Additional information is being requested from the field representative regarding this event however, no information has been obtained. No adverse patient effects were reported.